Event description:
It was reported that the burr was stuck on wire. The 71% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 2.00mm rotapro burr-advancer and rotawire were selected for use. During the procedure, the device was not responding to dynaglide or standard during removal of the wire. The burr got stuck on wire prior to reaching the sheath. The devices were removed as one unit using the slow pin pull technique. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Visual inspection of the device found that the advancer air hose and fiber optic cable appeared to have been cut, and foreign material was present on the coil at approximately 1.5cm proximal from the burr. The material was observed and was found to be clear and somewhat fibrous. The distal end of the sheath was observed, and there were no damages or defects identified to the distal end of the sheath. As there were no damages to the sheath, it was considered likely that the material on the coil was not attributable to a separation or other damaged part of the peripheral rotapro device. Analysis was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. In order to confirm the functionality of the rotapro device, further functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. Further functional testing of the device was not able to be performed due to the cut air hose and fiber optic cable.

Event description:
It was reported that the burr was stuck on wire. The 71% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 2.00mm rotapro burr-advancer and rotawire were selected for use. During the procedure, the device was not responding to dynaglide or standard during removal of the wire. The burr got stuck on wire prior to reaching the sheath. The devices were removed as one unit using the slow pin pull technique. The procedure was completed using another of the same device. No patient complications were reported.